Manufacturer narrative:
E1 - additional email: (B)(6). E1 - phone number: (B)(6). G4 - PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the basket wire of an ncircle tipless stone extractor broke when removing a stone during a bladder stone removal procedure. The device could not be used and was removed. No part of the device remained in the patient. Another stone extractor was then used and the sheath was noted to be broken at the handle when retrieving stones. This device was replaced with another stone extractor to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The first failure, basket wire broke, is covered under this report with the patient identifier (B)(6). The second failure, the sheath broke at the handle, is covered under the report with patient identifier (B)(6).